Manufacturer narrative:
The insulin pump was received with cracked and broken off end cap also, with loose drive support disk. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to broken off end cap also, unable to confirm prime fill anomaly due to cracked and broken off end cap. The insulin pump had partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clips lot, cracked battery tube threads, cracked case at the reservoir tube window corner and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the insulin pump was unable to exit the preparing to prime loop. The customer's blood glucose was unknown at the time of incident. The nurse was advised to hold the act button until they receive second series of beeps and/or numbers appear on the display. The nurse stated that they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.